Event description:
It was reported that after completion of an unspecified da vinci-assisted surgical procedure, the patient became septic. The initial robotic procedure was to repair a perforated gastric ulcer which was completed successfully with no reports of da vinci system issues or complications. The patient was readmitted and required a subsequent procedure. It is speculated that the patient became septic due to contents that spilled out of the stomach prior to the initial procedure. The perforation was repaired; however, the abdomen was not thoroughly investigated. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined.